Event description:
The customer reported that the system would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and found problems with the image processing computer loading software, but no conclusion can be drawn, as repair information is not available.